Event description:
Bronchocath placed for thoracoscopy; following thoracoscopy, an incision was made for placing tracheostomy tube. When the cautery was used for bleeders, sparks and flame errupted from the incision site. The anesthesiologist heard a small pop just before flames errupted. The bronchocath was immediately removed and the tracheostomy tube was inserted.